Event description:
User facility alleges that during an endoscopic ventral hernia repair, co2 extravasation occurred to the patient's neck and face. Pt was left intubated at the completion of the surgical procedure. The recovery room stay was "somewhat extended". Pt was eventually extubated in the recovery room. No other intervention was required. Facility did not give further information regarding the patient's post-operative status, which remains unknown. User facility did not report any problems with the device.